Event description:
It was reported that the patient underwent a total knee arthroplasty on (B)(6) 2006, and a revision procedure on (B)(6) 2013, due to fractured patella. Subsequently, patient was revised on (B)(6) 2014, due to infection. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states "early or late postoperative infection, and allergic reaction."